Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was popping up error code 37 for internal coin battery. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. A preventative replacement of the clock battery was performed. The device passed all the functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.